Event description:
Olympus received a (B)(4) that stated "the pt was admitted with upper lobe lung nodules and bilateral hilar adenopathy. The pt underwent an endobronchial ultrasound (ebus). During the ebus procedure, when attempting to remove the aspiration needle, the needle snapped/broke at the (white) base. Inspection of the needle upon removal indicated that the rest of the device to be intact. The aspiration needle was discarded and replaced with a new needle and the procedure continued. The pt experienced no harm/delay as a result of the event." The name of the user facility and contact info was not provided, hence olympus was not able to f/u for additional info.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The user facility reportedly had discarded the referenced device. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available later.